Event description:
It was reported that the patient called in noting that high impedance was noted on the right ventricular lead. During the lead revision procedure, testing though the analyzer showed no lead issue with pocket manipulation, so the device was explanted and replaced due to a possible set screw/header issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and no anomalies were found.